Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider via a company representative regarding a patient who was receiving bupivacaine with concentration 30 mg/ml at a dose rate of 13.2 mg/day and baclofen with concentration 150 mcg/ml at a dose rate of 65.9 mcg/day, and morphine with concentration 7.5 mcg/ml at a dose rate of 3.3 mg/day via an implantable pump for spinal pain and chronic low back pain. It was reported that beginning a year ago the patient felt numbness at the pump site when he would give himself a bolus with the personal therapy manager (ptm). The date (B)(6) 2018 is considered an approximate date of event (month and year known only). The patient had reported this to his managing physician who recommended surgery, but the patient declined at that time. Beginning approximately (B)(6) 2019 the patient began to experience the numbness with bolus in a wider area incorporating some of his left abdomen and left leg. The pump was interrogated, and the logs were read. There were no alerts or alarms. The pump segment of the catheter was revised after the resident discovered a hole in the pump segment of the catheter. As per the manufacturer¿s device registry, a partial catheter explant occurred; the existing portion of catheter remained in use. A dye study was done after revision of catheter and showed no leaks and the dye was exiting the tip of catheter and flowing as normal. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Environmental/external/patient factors that may have led or contributed to the issue was indicated as having been not applicable. It was noted that the facility did not allow the manufacturer representative to take explanted material for analysis. The patient¿s weight and medical history were indicated as having been requested but were unknown / would not be made available. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial #: (B)(4), ubd: 2019-01-12, UDI#: (B)(4). The initial report indicated that "as per the manufacturer¿s device registry, a partial catheter explant occurred; the existing portion of catheter remained in use" in error and should be disregarded. If information is provided in the future, a supplemental report will be issued.